Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was implanted below the level of the renal veins. Approximately one-month post filter deployment, the patient presented with epigastric pain. Subsequent computed tomography (CT) revealed an inferior vena cava filter was present with the apex below the origin of the renal veins. The filter was angulated with suggestion of some of the struts extending through the wall and located between the abdominal aorta and inferior vena cava. Aortocaval tissues appear intact without evidence of inflammation. Nineteen days later, the patient scheduled for the filter retrieval. The inferior vena cava filter migrated and tilted horizontally with legs through the medial wall of the inferior vena cava toward the abdominal aorta/caval penetration. The tilt was corrected, and eclipse filter was centered within the lumen. The filter was snared under the hook. The sheath was advanced towards the dome of the filter. The filter was successfully removed from the patient. Therefore, the investigation is confirmed for filter tilt, filter migration and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts extending through the wall of the ivc. The device was removed percutaneously. The patient reportedly experienced epigastric pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently, one-month post filter deployment, patient had complaints of epigastric pain. Eventually, CT taken on the next day, revealed ivc filter with its apex below the origin of the renal veins and the filter was angulated with suggestion of some struts extending through the wall, between the abdominal aorta and ivc. The vascular surgeon noted that the angulation of the ivc filter was of concern and did not feel this was causing the pain. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts extending through the wall of the ivc. The device was removed percutaneously. The patient reportedly experienced epigastric pain; however, the current status of the patient is unknown.